Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial bipolar lead impedance was >2500 ohms. An iegm revealed appropriate pacing and sensing with no noise. Unipolar lead impedance was measured at 339 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative